Manufacturer narrative:
Based upon the inquiry information received visual and functional examination: the unit was found to require the dc motor adaptor to be replaced. The device was functionally tested, met all product requirements and returned to the customer. The PMA/510(k)k99190.

Event description:
Motor adaptor is broken on the green cable side. The rep was not present and not informed of any errors. The customer used another control module for the case with no pt consequence.